Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A visual inspection revealed the anchors and suture were not returned with the device. The depth tube was removed from the needle. The actuator was fully triggered. No physical damage visible to the device. A functional evaluation revealed the actuator and actuator tip function as intended. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during surgery, the t2 of the fast-fix has not triggered. The procedure was completed without significant delay using a s+n back-up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).